Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the permanent scs implant procedure, the physician was unable to place leads at the desired location due to patient anatomy. Time of surgical procedure was approximately four hours. The patient will be referred to surgeon for surgical lead placement. No further patient complications were reported.